Event description:
Philips received a complaint on the v60 indicating that a 1102 "primary alarm failed" alarm error occurred on ventilation mode at bootup. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The device was previously sent to bench for repair. At bench, the service engineer also found that a 1102 "primary alarm failed" alarm error occurred on ventilation mode at bootup. A service proposal for repair was sent to the customer for approval, but the customer declined service and repair. The device is going to be returned as is, and a defective sticker was placed on device. No tools were used, and no testing was performed. It is unknown what the outcome of the service event was, and no further information regarding the repair was given by the customer. The investigation concludes that no further action is required at this time. If the decision is made to have the device evaluated and repaired, a new service order will be opened and will be captured through philip's normal complaint procedure.